Event description:
The customer reported a leak of an unknown amount of clear fluid from the probe wipe of the coulter lh 500 hematology analyzer during shutdown. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed a leak from the probe rinse block. The fse replaced the probe rinse block resolving the reported leak. (B)(4).